Event description:
It was reported that, the head and the stem disassociated so the pt dislocated and the surgeon revised.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding revision due to dislocation. There have been no other events for the reported lot ID. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.